Event description:
Patient's son in law called to ask for information on the defibrillator leading up to a patient's death. He said they got a call that said "the lead looks off how is the patient doing?" Date of death: (B)(6) 2025. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).